Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Three months post-op, the patient developed bone resorption. At this time, the patient is asymptomatic.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
Review of radiographic images show instrumentation and anterior implant does not extend beyond its reasonable positioning. There may be areas of decreased calcification, very localized, at both levels and on both sides of the disk space perhaps in contact with the two anterior fenestrated implants at each level. The anterior implants may have settled into the supra- and sub- jacent endplates minimally. More immediate post-op films show 5mm or more interbody space. Osseous healing anteriorly has likely occurred in the 5 month post-op film at l3-4-5. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.